Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had issue with user login. A technical support specialist attempted to investigate but no information was provided by customer. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system taking extended delay in login during emergent and trauma situations. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-aug-2022 to 26- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue with slow login. A technical support specialist attempted to investigate the issue, but the hospital it department was checking the active directory domain controller and made multiple attempts to contact the customer to address the issue after hospital it finished or if additional support was needed and received no response. The case was closed after multiple attempts with no response.

Event description:
It was reported by the customer that a pyxis medstation es system taking extended delay in login during emergent and trauma situations. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.